Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had indicated it had 2.5 years of longevity remaining in at the last device check. Now, seven months later, the device has declared elective replacement time (ert). It was noted that no changes in programming had been made. Boston scientific technical services (ts) discussed that changes in pacing percentages or pacing impedance measurements could impact longevity. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.